Event description:
It was reported that the expected residual volume was 6.1 ml, but that the actual residual volume was 15 ml. It was further reported that no stalls were indicated in the pump logs. The drug was not known at the time the event was reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).